Event description:
It was reported that the surgeon was doing a revision case and that specifically his aim was to remove the patients existing rods and insert new ones. Reason for revision was patient not device related. The old rod had been removed and the new one was in place along with blockers. When final tightening a 9.5 x 90mm xia pelvic screw, the entire tulip head of the screw came away from the main screw body in one piece. The screw had been implanted during the patients initial surgery, however he used a fresh blocker for the revision surgery. The surgeon used the anti-torque key and torque wrench to final tighten **update** the revision was patient related, not product related / due to an implant failure. The surgeon wanted to revise the correction.

Manufacturer narrative:
(B)(4). Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Tulip disengagement was confirmed via visual inspection of the returned device. Application of excessive torque during final tightening most likely lead to tulip disengagement from the screw body.

Event description:
It was reported that the surgeon was doing a revision case and that specifically his aim was to remove the patients existing rods and insert new ones. Reason for revision was patient not device related. The old rod had been removed and the new one was in place along with blockers. When final tightening a 9.5 x 90mm xia pelvic screw, the entire tulip head of the screw came away from the main screw body in one piece. The screw had been implanted during the patients initial surgery, however he used a fresh blocker for the revision surgery. The surgeon used the anti-torque key and torque wrench to final tighten **update** the revision was patient related, not product related / due to an implant failure. The surgeon wanted to revise the correction.